Event description:
No new information.

Manufacturer narrative:
E and f code changes. Investigation results: the complaints of a bent needle could not be confirmed from the returned photographs. The physical samples were not provided for investigation. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. This MDR was created based on a photo received from the customer.

Event description:
Photo displays needle through catheter.